Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A mitraclip ntr was chosen for implantation. After implant, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Tissue damage was observed. No further intervention was performed and the procedure was aborted with mr unchanged. When the steerable guide catheter (sgc) was removed and an atrial septal defect was observed. No intervention was performed for the atrial septal defect and the patient was reported to be stable.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A mitraclip ntr was chosen for implantation. After implant, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). Tissue damage was observed. No further intervention was performed and the procedure was aborted with mr unchanged. When the steerable guide catheter (sgc) was removed and an atrial septal defect was observed. No intervention was performed for the atrial septal defect and the patient was reported to be stable.

Manufacturer narrative:
All available information was investigated, and the r the returned device analysis confirmed that the sgc appeared to be in normal condition, as no device issues were reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported perforation could not be conclusively determined.the reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures.the reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.codes removed:type of investigation: 4118 type of investigation not yet determinedinvestigation findings: 3233 results pending completion of investigationinvestigation conclusions: 11 conclusion not yet available.